Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect and experienced a loss of bladder control following an MRI in (B)(6) 2010. Additional information has been requested, but was not available as of the date of this report.